Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using a toothbrush that had brstles coming out of it and had to pick the plastic out of her teeth.